Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Lasso nav eco catheter, model #: d-1349-01-s, lot #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericariocentesis. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. A pericardiocentesis was performed and 600cc¿s of fluid were removed. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.